Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit alarmed low o2 supply. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Customer observed low o2 reading due to faulty o2 regulator. Customer replaced a new o2 regulator and tested the unit. Unit passed all required tests and unit is back in service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported the unit alarmed low o2 supply. Through follow-ups, customer stated that the device was used on a patient. Customer do not have patient's information beside there was no harm to the patient.